Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer also reported that the escape and act buttons were unresponsive. The customer stated that the insulin pump had been stored in a cooler prior to these issues occurring. Blood glucose level at the time of the incident was 218 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.